Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-10903.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. The device underwent visual and dimensional analysis. During visual inspection, a liner tear was observed along the entire length of sheath shaft. A liner strand was observed approximately 3.75" starting distal from strain relief, 1.25" in length. Both strand ends were still attached. Severe scratches were observed along the length of sheath shaft. Scratched were observed at the end of the strain relief, 0.5" in length. Shaft damaged was observed 1.75" from the strain relief, 0.25" in length. A scratch was observed located near the distal tip .5¿ in length. The sheath was observed to be fully expanded with the tip opened, as designed. Due to the returned device condition (liner torn, tip opened as designed), no functional testing was able to be performed. During dimensional testing, the liner thickness was measured along the length of the liner tear. The sheath liner thickness deviating from specification could contribute to liner tears/strand and/or be indicative of a manufacturing non-conformance. Measurements were obtained on one side of the liner due to the location of the liner tear. Sheath liner thickness at all measured locations met the specification. Imagery was provided for review and revealed the following: observed a strut bent outward (180 degrees) when crossing native valve. A picture of the sheath post-procedure was provided showing same condition as returned device. During manufacturing of the esheath, the sheath and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and did not reveal any other similar complaints for the reported failure modes. A review of complaint history from march 2019 ¿ february 2020 revealed other returned complaints for the esheath introducer sheath (all models and sizes) reported failure modes. For the sheath shaft resistance with the delivery system, one of the investigations revealed improper seam expansion during insertion of the delivery system. The presence of a supplier manufacturing nonconformance was confirmed. The supplier was notified of the event and no scar was required due to low severity of the event. With the other returns, no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. For the reported of liner tear and liner strand, no manufacturing nonconformities were identified in the returned samples. A review of the complaint history revealed that the occurrence rate did not exceed february 2020 control limits for these trending categories. The esheath instructions for use (IFU), the commander delivery system IFU, the s3u esheath procedural training manual and the s3u s3u commander preparation training manual were reviewed for instructions/guidance on device preparation/usage. Per the s3u, esheath procedural training manual, ¿proper screening is critical to reducing vascular complications. Push force can vary due to angle of access and inserting, vessel diameter, tortuosity and degree of calcification¿. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure. Additional assessments of the failure mode are not required at this time. The complaints were confirmed based on visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the events. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. No IFU/training manual deficiencies were identified. Although patient¿s vessel characteristics were not provided, deep scratches on the hdpe shaft can be an indicative of sheath interacting with vessel calcium. Calcification can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, resulting in the reported resistance. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear. As reported, ¿a new 14f esheath with high push force, which probably dislodged a frame piece underneath the skirt of the second sapien 3 ultra valve, at right coronary cusp side. The valve was implanted successfully regardless¿. Per imagery review, a valve strut was bent when positioned in the annulus. Therefore, it is possible that additional device maneuver to overcome the resistance could have caused the damage to the valve to penetrate through the weakened liner and tear it. Exposed valve strut bent could have been caught on the torn liner and further caused the observed liner strand and damage to the shaft. Available information suggests that patient factors (access vessel calcification) and/or procedural factors (excessive device manipulation/ valve strut bent caught on liner) contributed to the reported complaint events. However, a definitive root was unable to be determined. The complaint occurrence rates did not exceed the control limits for the failure modes. As such, no corrective/preventive action nor risk assessment is required at this time.

Event description:
As reported by the edwards affiliate in switzerland, during a transfemoral tavr procedure, despite extreme push force, the ultra delivery system was not able to pass through the axela sheath. The axela sheath, ultra delivery system and sapien 3 ultra valve were removed and a 14f esheath was inserted into the patient. A commander delivery system was then attempted to be advanced though the esheath, however the operator again reported high push force. It was then that a frame piece was reported to have dislodged underneath the skirt of the new sapien 3 ultra valve. The valve was successfully deployed, regardless. After removal, the esheath was observed to have a liner tear. No patient injury was reported.